Event description:
Pt arrived to post anesthesia care unit with signs and symptoms of hypoglycemia. Meter used to assess blood sugar; result was 305. Test repeated with result of 67. Serum glucose sent to lab for verification; result was 45. Meter's memory appeared not to be functional. Only showing last test and daily quality control test performed, no data for tests in between. Production sent to hosp clinical equipment department for evaluation.